Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. The following information was noted during review of an unpublished article titled, "experience with xience v and endeavor stents at the hospital" author/ date of article are unknown. "From 2006 to 2007, 204 patients were treated with these stents alone, (100 cases with xience v stent and 104 with endeavor stent). There were a total of three deaths for the patients receiving xience v stent. Once case is reported in case two, and the two additional cases are reported in this case." No additional event or patient information is available.

Manufacturer narrative:
.